Manufacturer narrative:
Device remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 7 day post-operative CT showed the presence of a type ia endoleak due to the aortic body stent graft being positioned below the intended landing zone in the presence of significant angulation, placing the sealing ring in a location outside the treatment range for the implanted stent graft. A re-intervention was performed to place a balloon expandable stent at the level of the sealing rings successfully resolving the type ia endoleak. As of the date of this report, there have been no additional patient sequelae reported.